Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) surgery for tibial shaft fracture. When inserting a 4.0mm locking screws, under normal circumstances, a 3.2mm drill bit would have to be used, but a nurse mistakenly attached a 4.2mm drill bit to the power tool and gave it to the surgeon. The surgeon drilled with the mistaken drill bit. As a result, the locking screws (4.0mm ti locking screw 30mm and 4.0mm ti locking screw 40mm) idled and became completely unfixed. At the discretion of the surgeon, the 5.0mm ti locking screw 30mm was tried to be inserted, but it was not inserted well, and the surgeon gave up fixation at the drilled hole. After that, the surgeon drilled the different new holes using a correct 3.2 mm drill bit and fixed the nail with two (2) another locking screws of 4.0 mm. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) unknown drill bit. This is report 4 of 4 for complaint (B)(4).